Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice (hc) cassette was malformed and leaked due to a hole during automated peritoneal dialysis therapy. The home patient (hp) reported that last night when they attempted to connect the patient line of the hc cassette to the transfer set it was unusually difficult to make the connection. Upon doing so, the hp noted droplets of iodine coming from the connection. During the initial drain the hp noticed there were many air bubbles and during filling the hp noticed that fluid leaked out. The hp discontinued therapy and brought the cassette to their registered nurse (rn). The rn noticed that the patient line appeared to be malformed and that the patient line had a hole on the connection where they could feel a plastic melting inside the patient line. There was patient involvement, with no patient injury, however, the hp was given an antibiotic as a preventative measure. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.